Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the hi-pot and fall-off tests. Upon investigation, the cable connecting the distribution node (dn) to the front therapy electrode (te) and the cable connecting the dn to ECG "c" and "d" were pulled from their strain reliefs at the dn. The pulled dn to front te cable damaged connector j703, which connects this cable to the dn printed circuit assembly. The cause of the test failures was the damaged cables, internal wires and connector. The root cause for the damaged cables, wires and connector cannot be positively determined but is likely physical abuse, in the form of excessive force on the cables. No adverse event resulted from the damaged electrode belt. There is no evidence to suggest that the electrode belt was defective during pt use.

Event description:
(B)(6) male pt's electrode belt was returned to zoll for an unrelated issue. Upon service investigation, the electrode belt had multiple damaged cables and failed the hi-pot and fall-off tests.